Event description:
It was reported that, during use in a tavr procedure, a swan ganz catheter failed to pace. Catheter was inserted through the venous sheath and into the right ventricle. Although the catheter was connected to the connector and to the pacer box, the pacing function could not turn on. Customer exchanged the connector and boxes but issue continued. A new catheter was used to resolve the issue. No allegations of patient injuries.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record will not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Per follow up from customer, the device is not available for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was not returned for evaluation a product non-conformance or device failure associated to manufacturing or design could not be confirmed. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.